Manufacturer narrative:
Further information was provided by the customer stating that there is no alleged deficiency with the product. Since there is no alleged deficiencies the event is no longer reportable.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5616000 port & catheter allegedly experienced failure to infuse. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 17 year-old male patient's weight was not provided.

Manufacturer narrative:
For the reported malfunction, the device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model: 5616000 port & catheter allegedly experienced failure to infuse. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year-old male patient's weight was not provided.